Event description:
It was reported that the camera head had a disconnection because it was becoming like a sandstorm. The issue occurred during service. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.